Manufacturer narrative:
Device passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose and flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify no excessive no delivery alarm due to motor error alarm. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 544 mg/dl and 218 mg/dl. The customer was treated with manual injection for high blood glucose level. Customer also stated that insulin pump had no delivery alarm. Assisted customer in performing a 5.0 unit fixed prime and the insulin exited. Customer did not do any troubleshooting for high blood glucose because it was caused by no delivery alarm. The insulin pump will not be returned for analysis.